Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that a novum iq lvp was not infusing. Post patient intubation (for an unknown cause), the clinician programmed the pump to infuse at 25ml/hour with 10g/ml of propofol with a clearlink system solution set with duo-vent spike set. The clinician noted ¿although the infusion was started, no drops were visualized.¿ the clinician swapped out the pump. At some point during this event the patient ¿was waking up because the sedation was not being infused and the blood pressure increased to 165/85¿ mmhg. The patient was administered an unspecified ¿muscle paralyzer¿ at 13:00 (the time of the initial event was not reported) and then was administered propofol ¿to ensure a good sedation.¿ no further information was available at the time of this report.